Event description:
A voluntary medwatch form filed by hosp reported that the pt was in surgery for coronary artery bypass x5. Anesthesia noted air bubbles in the heart. Patient began to have a severe cardiovascular collapse secondary to right leg embolus. Intra-aortic balloon pump placed to stabilize the pt. No problems were observed with the connections or equipment. The hosp reported that the pt was discharged from the hosp without further problems.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.